Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the cordless driver 2 had water coming out of the handle during sterile processing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility, the cordless driver 2 had water coming out of the handle during sterile processing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The cordless driver 2 is not a sealed device and is meant to allow liquid internally and therefore relies on sufficient drying time to prevent fluid from leaking during a procedure. The device was serviced for preventative maintenance and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.